Event description:
Patient was discharged home after an outpatient laparoscopic/ gynecological procedure. Patient was trying to void at home when a "large metal object" came out of her vagina. She reported this to her surgeon immediately, who identified the object as the cervical cone portion of a cohen acorn cannula, intrauterine probe, spring-mounted, forceps holder, that was placed into the patient during the procedure. The cervical cone was inadvertently left inside the vagina upon removal of the cannula. The cervical cone portion of the device screws onto the distal end of the cannula and was assumed to be loose upon removal. Neither the surgeon nor the surgical tech noticed it was missing upon removal of the cannula.what was the original intended procedure?diagnositic laparoscopy and drainage right ovarian cyst.device #1is this a laboratory device or laboratory test?no.